Event description:
It was reported that the patient was previously getting good relief, but had not felt stimulation for "a month or two" and had not experienced therapeutic results for the last 2-3 weeks. The patient was now urinating 2-3 times a night. It was noted that the patient had not needed to make any adjustments with her programmer in a while. The patient put new batteries in her programmer and found that the ins was powered off. The ins was turned on and stimulation was raised from 1.0v to 1.1v. The patient planned to assess her symptoms at this level. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# v107144, implanted: (B)(6) 2008, explanted: na. Programmer: model 3037, serial# (B)(4).